Event description:
Rec'd a verbal report from a user facility in 01/2006 of a dialyzer reaction. For this event to this pt that occurred a week earlier, it was verbally reported by dialysis facility rn that 30 mins into the treatment, the pt became short of breath, became nauseous, and proceeded to vomit. The pt was medicated with 12.5 mg. Promethizine ivp. Also, oxygen was given a 2l/min for the shortness of breath. The pt was reinfused, the treatment system recirculated, then the facility decided to place a whole new treatment system on the dialysis machine. The pt resumed hemodialysis. The pt was able to tolerate the remainder of his dialysis treatment and was reportedly resting the remainder of dialysis. The pt was able to complete dialysis as ordered. The pt was discharged home at the end of dialysis. There is no sample available.